Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the closure shield was disfigured in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation. For lot 5087773, the customer photo depicted one tube with a disfigured shield from lot 5087773. Similarly, 30 retained samples from lot 5087773 underwent visual inspection for shield defects, and none of these samples failed the inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5087773, for the indicated failure mode: damaged cap. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the closure shield was disfigured in one device. No adverse impact was reported regarding the patient or user.